Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris and dried blood presented on inside as well as outside around the implant. Device history record (DHR) and complaint history review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (tsvb13) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k)number: k011028, k013227.

Event description:
It was reported that implant was removed due to fracture at tooth location 22. Another implant was placed after removal.